Event description:
After removal of an arterial line, clinician was applying pressure at a-line insertion site. When pressure was discontinued, the clinician removed the gloves and noted blood on hands, resulting in exposure to hepatitis c, herpes and psuedomonas. Clinician required screening and follow-up for the exposures.